Event description:
The pump logs showed multiple motor stalls with recoveries. The stall on (B) (6) 2009 did not recover. There was reported to be no medical or therapy problem for the patient. A pump replacement was planned. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).